Event description:
Dr (B)(6) reported that during a dbs procedure - left stn, the lead was implanted off the intended target. Fhc equipment used was waypoint platform, mt controller and stardrive. Misplaced leads were identified during postop CT as being approximately 30mm inferior to intended target. Prior to CT, they did not suspect any issues. No adverse effects on the patient however the patient was rescheduled for surgery to revise the placement of the lead. Revision was successfully performed on (B)(6) 2014 with no issues.

Manufacturer narrative:
Evaluation of the returned platform, pre-op plans and post-op images suggests that the lead was implanted along the intended target but was at the incorrect depth and may have slipped at some point during implantation. No issues were found with the platform or other equipment used in the case. No adverse effects were noted with the patient, however, the patient was rescheduled for surgery to revise the placement of the lead. Revision was successfully performed on (B)(6) 2014 with no issues. On (B)(6) 2014 - fhc representative attended revision and discussed the event with the physician. No definitive cause of the incorrect depth of the lead could be determined. However, the scrub nurse that usually measures the lead with the fhc measurement tools was on vacation during the event. Fhc representative reviewed the lead measurement steps with the staff.